Event description:
Discordant patient results were obtained on three patient samples for the erythropoietin (epo) assay on an immulite 2000 instrument. The results were reported to the physician(s) who questioned them as they did not fit the clinical picture of the patients. There were no known reports of patient intervention or adverse health consequences due to the discordant epo results.

Manufacturer narrative:
Additional information (09/11/2013): upon subsequent review it was noted that this assay is not approved for sale in the united states by the FDA.

Manufacturer narrative:
The cause of the discordant epo results on three patient samples on an immulite 2000 instrument is unknown. Siemens is investigating this issue.